Manufacturer narrative:
Correction made to g1: device manufacturer postal code: 738750 (previously submitted as 737778). Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. Visual inspection was performed and two small cuts approximately 2-3mm were observed on the patient line. Under water pressure testing was performed and a leak was observed on the patient line. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) automated pd set w/cassette leaked; this was described as ¿hole or liquid in the cassette¿. This occurred during set up of the hc device for peritoneal dialysis (pd) therapy; ¿when the machine, dialysis liquid, and cassette connected¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.